Event description:
Customer reports recurring bronchitis with recent diagnosis of bronchiectasis secondary to cough. The customer was evaluated by the md and provided with an unspecified antibiotic and nebulizer treatment for home use.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU). Furthermore, the customer made unauthorized modifications to the device and utilized unauthorized filter kits.